Event description:
Hcp reports patient had an increase in pain in march/april 2003. The medication dose was increased, the pump was evaluated, and then the pump was surgically revised. The patient is reported as having recovered without sequela.